Manufacturer narrative:
Additional information: d10, h6, h10: device evaluation: one smiths medical cadd extension set was returned for analysis. Visual inspection was performed and indicated that no damages nor other workmanship defects were detected. In addition, the returned sets were connected to the luer to perform a functional test using a pump cadd legacy, and the pump was set running and no alarms were activated in none of the samples, thus the failure mode reported was not confirmed. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during use of a smiths medical cadd extension set, a no disposable alarm was noted on the pump. No patient consequences were reported. No adverse effects were reported.